Event description:
It was reported that during an atrial fibrillation ablation procedure, for a patient with chronic atrial fibrillation, while the physician was ablating, the pacemaker triggered a lead safety switch to unipolar mode as a result that the right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The patient is not pacemaker dependent. Technical services (ts) was contacted to review the measurements. It was determined that the out-of-range pacing impedance measurements and the lead safety switch occurred during the ablation procedure. The lead was reprogrammed back to bipolar mode and the impedance measurements were within range. The device remains in service. No adverse patient effects were reported.